Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, when testing outside the patient, the device rotated but when placed thru the port and activated, it would not rotate. There was patient contact, but the device never rotated when inside the trocar and no tissue was morcellated with the device. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.